Event description:
During a drug coated stenting procedure the physician reported difficulty with removal of the balloon. The lesion being treated was the mid left anterior descending (lad) that was 90% stenosed. The lesion was predilated. The physician then placed a drug eluting stent in the mid lad. The physician reported the problem with inflation/deflation as feeling "sticky". The balloon was removed with extra force and maneuvers. There were no pt complications.